Event description:
It was reported that during central processing, the insulation of the 8mm permanent cautery spatula instrument was found to be charred. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified post surgery during central processing. The permanent cautery spatula instrument and the cannula were inspected prior to use and there was no damage or anything out of the ordinary. The instrument tips did not collide with any other instrument or tool during procedure and the jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. The generator/esu settings were cut-4 and coagulation-4 during procedure. Site stated the prolonged use of ¿cut¿ function may have caused the issue. The customer noted that there was no arcing observed. There was no patient injury and the patient has not returned to the hospital due to experiencing any post-surgical complications. The customer is returning the instrument for the failure analysis. The patient-related information was requested but unavailable.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the 8mm permanent cautery spatula instrument involved with this complaint to be returned for failure analysis. However, as of the date of this report, the instrument has not been received. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product. A review of the instrument log for the permanent cautery spatula instrument (470184-12/n101712010044) associated with this event has been performed. Per logs, the permanent cautery spatula (470184-12/n101712010044) was last used on (B)(6) 2022 on system (B)(4). The instrument had 7 uses remaining after the last procedural use. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae) and following additional information was provided: the permanent cautery spatula instrument had experienced thermal damage. Fae found difficult to determine what exactly has caused the issue but showed an exposed wire. This complaint is being reported based on the customer-reported issue as the permanent cautery spatula instrument exhibited signs indicative of thermal damage. At this time, it is unknown what caused the thermal damage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur, blank MDR fields: follow-up was attempted, but the patient information for blank fields was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is not applicable because the product is not implantable. PMA/510k and adverse event are not applicable.

Manufacturer narrative:
Additional information: intuitive surgical, inc. (Isi) received the permanent cautery spatula instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/ confirmed the customer reported complaint. Failure analysis found the primary failure of the thermal damage on the monopolar distal clevis to be related to the customer complaint. The distal clevis of the permanent cautery spatula instrument exhibited severe signs of charring and localized melting covering the full exterior of the clevis. The conductor wire was inspected and did not exhibit any obvious signs of thermal damage or insulation damage. The cables did not exhibit any physical damage. The root cause for the thermal damage on the distal clevis is attributed to mishandling/misuse. In addition to the damaged distal clevis, the permanent cautery spatula instrument was found to have thermal damage on the monopolar yaw pulley. The yaw pulley also exhibited severe charring. The root cause for the damaged monopolar yaw pulley is attributed to mishandling/misuse. The proximal clevis also exhibited signs of the thermal damage. The root cause of the thermal damage found on the proximal clevis is typically attributed to mishandling/ misuse. Additional findings not reported by the site were also identified: the permanent cautery spatula instrument was found to have various scratch marks removed on the main tube. The scratch marks were 0.047¿ - 0.263¿ in length and were not aligned with the tube axis. The root cause of the scratch marks /abrasions on the instrument main tube is typically attributed to mishandling/misuse.

Event description:
Refer to device manufacturer narrative for follow-up information.